Manufacturer narrative:
The reported field event of connection issue was verified in the lab. However, the issue was consistent with implant procedure. The set screw and part of its septum were missing when the device was received. It is believed that the set screw fell out during the implant procedure. The device was tested on the bench using test set screw and leads; the test leads were fully inserted and secured properly. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, sensing, pacing, pacing lead impedance (pli), high voltage lead impedance (hvli), patient notifier, high voltage (hv) shock and hv impedance were tested. No anomaly was detected.

Event description:
During an initial implant procedure, the set screw was unable to connect the leads to the device. The device was no implanted and replaced to resolve the event and the patient was in stable condition.